Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual and functional inspections were performed on the returned device. The reported bent guide was confirmed. The reported resistance met during insertion and removal could not be replicated in a testing environment as it was based on operational circumstances a review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of the resistance has been determined. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with a 6f sheath after a percutaneous coronary drug eluting stent procedure. Reportedly, with the first proglide device, the suture was not attached. A second proglide device met resistance on insertion and bent easily. The proglide device was difficult to remove but the vessel was not damaged. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.